Manufacturer narrative:
Product event summary: the lead was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing associated with the right ventricular lead. Analysis of the device memory indicated the criteria for the right ventricular lead integrity alert were met. Analysis of the device memory indicated oversensing due to non-physiologic signals/sensing integrity counter. Analysis of the device memory indicated unexpected delivery of ventricular tachyarrhythmia therapy. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient received an inappropriate shock due to noise oversensing and a right ventricular (rv) lead fracture was suspected. In addition, the rv lead had an alert for high undefined pacing impedance and a lead integrity alert (lia) was triggered for high rate non-sustained episodes and sensing integrity counter (sic). The lead was reprogrammed to tip-coil and therapies were programmed off and the patient was hospitalized. The lead remains in use. No further patient complications have been reported as a result of this event.